Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (rse) inspected the system onsite. Analysis of the log files showed that the last error had occurred two days prior to the date of the reported event. Troubleshooting indicated that all electronic connections were within parameters, but the system's uninterruptible power supply (ups) was in "bypass" mode. The fse restored the ups operation. However, the system was functional and no root cause was determined for the reported issue. After the ups operation was restored, the system was in use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device turned off during fluoroscopy. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.